Manufacturer narrative:
During a pci, the physician experienced difficulty delivering a cypher stent to the target lesion and noticed that the proximal stent struts were uplifted. The device was withdrawn from the patient without difficulty. There was no injury to the patient reported. The target lesion was the proximal to mid lad. It was unknown if the lesion was a de-novo or not, but the lesion was heavily calcified and slightly tortuous with 95% stenosis. Femoral approach was chosen for the procedure. A gc (radiguide, 7f il3.5) was engaged and then a gw (neos soft) crossed the lesion and a gw (rinato) crossed the forst diagonal branch. Pre-dilation was conducted with suboptimal results. Then a 3.5 x 18 mm cypher was inserted but the physician experienced difficulty delivering the product through the vessel due to the calcification in the proximal lad. Eventually, the physician managed to deliver the cypher to the target lesion, but the proximal edge of the stent was confirmed to be flared under cag before the balloon was inflated. Therefore, the product was retrieved from the patient without difficulty and a non-codis des (xience v, 3.5/18mm) was successfully implanted in the mid lad followed by a 3.5x33mm cypher implanted in the proximal lad after additional pre-dilation. The procedure was finished successfully. The physician did not indicate any anomalies prior to use. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. One non-sterile cypher select + 3.50 x 18 mm was received coiled inside a plastic bag. The catheter was received with stent mounted in its original position. The proximal stent struts were uplifted. The stent had a residual substance that appears to be contrast medium. The stent was observed under microscope and the struts were found uplifted in the proximal side and the stent omegas were squeezed. Marks from the nesting process were observed in the balloon area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The fpi crossing profile and stent retention was reviewed and no anomalies were found. The reported failure "struts uplift" was confirmed. The exact cause could not be determined. Neither the DHR review nor the analysis suggests that the reported damage on the stent could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The uplifted struts may be attributed to the operator's attempt to cross a highly calcified and tortuous lesion and to the attempt to withdraw the product by pulling it back inside the guide catheter. The information provided suggests that there are possible vessel characteristics and procedural factors that may have contributed to the reported events.

Manufacturer narrative:
Products used during the procedure were gw: neo's soft, rinato, gc: radiguide 7f il3.5, bc: pawered lacrosse 3.5/12mm, stent: cypher select+ 3.5/33mm, xience v 3.5/18mm the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
When the 3.5 x 18mm cypher stent was being delivered to the proximal to mid left anterior descending artery (lad), there was difficulty crossing the calcification at the proximal lad. Eventually, the physician managed to deliver the cypher to the target lesion, but the proximal edge of the stent was confirmed to be flared under cag before the balloon was inflated. Therefore, the cypher was retrieved from the patient by pulling back inside the guiding catheter and only the cypher was removed from the patient's body . To finish the procedure, a non-cordis des was implanted at the mid-lad and then a 3.5 x 33 cypher stent was implanted at the proximal-lad after additional pre-dilation. The procedure was finished successfully. There was no patient injury reported. Femoral approach was chosen for the procedure and a non-cordis guide catheter and guidewires were engaged crossed the lesion. Pre-dilation was performed with a non-cordis balloon, but indentation of the lesion could not be taken. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The lesion was heavily calcified and slightly tortuous with 95% stenosis.